Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) behaved as if there was a loop back/watchdog error. The bsm was replaced, and the same symptoms continue with the new bsm. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) behaved as if there was a loop back/watchdog error. The bsm was replaced, and the same symptoms continue with the new bsm. Although the bme was unable to reproduce the watchdog error on the original unit; it appeared to be a loop back error. On 10/14/2025, the bme said the bsm-1733's that were connected to the main bsm, were still functioning, and live vitals were visible during the issue. The bme said, that it was not affecting patient care, but he will update nk after he does more testing. The bme reported on 11/04/2025 multiple bsms were randomly rebooting. They provided logs for 3 other bsms recorded under tickets (B)(4). No patient harm was reported. Investigation summary: after the logs were reviewed of similar devices for randomly rebooting; nihon kohden corporation (nkc) confirmed that these incidents were caused by software issues. A release of the countermeasure software ver.08-97 is in progress. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 4: 10/14/2025 called the bme for all information in the ni list above: the bme said they move the bsm-1733's around and would not know which one was connected to the main bsm at the time the original issue occurred. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bedside monitor (bsm-1733) model #: bsm-1733a serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) behaved as if there was a loop back/watchdog error. The bsm was replaced, and the same symptoms continue with the new bsm. Although the bme was unable to reproduce the watchdog error on the original unit; it appeared to be a loop back error. On 10/14/2025, the bme said the bsm-1733's that were connected to the main bsm, were still functioning, and live vitals were visible during the issue. The bme said, that it was not affecting patient care, but he will update nk after he does more testing. The bme reported on 11/04/2025 multiple bsms were randomly rebooting. They provided logs for 3 other bsms recorded under tickets (B)(4). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bedside monitor (bsm-1733) model #: bsm-1733a, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) behaved as if there was a loop back/watchdog error. The bsm was replaced, and the same symptoms continue with the new bsm. No patient harm was reported.